Manufacturer narrative:
Customer has been unresponsive to multiple attempts at obtaining additional info on this reported event. F/u will be filed as necessary based upon investigations results.

Event description:
It was reported that a pt recently developed an unstageable pressure ulcer.